Manufacturer narrative:
Batch review performed on 01 march 2022: lot 112198: (B)(4) items manufactured and released on 16-sep-2011. Expiration date: 2016-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2018.

Event description:
Head and stem were revised following stem loosening 10 years after primary.